Event description:
It was when the device was used during an unknown emergency procedure; it did not deploy any staples resulting in leakage of bowel content. Consequently, an add'l 6 inches of the colon was resected. The case was completed using sutures. There was no other pt consequence. The pt is stable but remains in the hosp due to disease process.